Event description:
PICC ;ine snapped in half¿.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the provided images does confirm breakage of the catheter just below the inverted triangle beneath the oval disc of the silicone extension. Therefore this complaint will be confirmed for one device. Sample was returned on 2/1/2024. Visual evaluation of the sample confirmed breakage as stated above. The breakage area exhibited jagged edges indicative of a tensile force being applied to the catheter. Based on the review of the sample, the most probable cause for the breakage was most likely due to an event within the user environment. Possibly an excessive force was applied to the catheter that resulted in the reported issue. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken.

Event description:
PICC ine snapped in half¿.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. The provided tracking shows to be invalid. At this time, there have been no samples returned for review, however, there were images provided by the customer. A review of the provided images does confirm breakage of the catheter just below the inverted triangle beneath the oval disc of the silicone extension. Therefore this complaint will be confirmed for one device. Without the sample to review, determining a definite root cause for the breakage is not possible. Without a definite root cause for the reported issue, establishing a corrective action is not possible. Argon will continue to monitor for reoccurrences. If the sample is returned at a future date, this complaint may be reopened at the time for further evaluation.

Event description:
PICC ;ine snapped in half¿.